Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in an endovascular therapy. During the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured from a pinhole in the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.